Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient needed to go back to their healthcare provider (hcp) because the device still isn't working like it is supposed to. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.